Event description:
Furhman pleural catheter set used for placement of catheter for peritoneal dialysis. J-wire caught on edge of the introducer which was bent. The wire was frayed and broken with the j intact, but three j-wire framgents were obtianed from within and outside the introducer.